Event description:
It was reported that the patient went to a low rate but had intrinsic at 41. Patient fell and was airlifted to the hospital. High impedance and apparent lead fracture reported. The lead was capped. No further patient complications have been reported as a result of this event.